Manufacturer narrative:
Explant was reported due to regurgitation and a cusp tear. The investigation found that cusp 1 had fibrous thickening and was torn. There was circumferential fibrous pannus ingrowth on the inflow surface which extended onto all three cusps and narrowed the inflow diameter. There was thinning and loss of collagen fibers at the tear site in cusp 1 and at the base of cusp 2. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear. In addition the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2019, an mvr was performed in (B)(6) university of medical science hospital in which a 31mm epic stented porcine heart valve w/flexfit system was implanted in the patient's mitral position. During an outpatient follow-up in (B)(6) general hospital, the patient was diagnosed as the grade 4 mitral regurgitation. A leaflet tear was also confirmed in echocardiography. A re-do mvr will be performed in (B)(6) general hospital on (B)(6) 2021. The implant and the current surgeons think the issue is due to the problem on the epic valve, and requested detailed information on the manufacturing process, how this epic valve was tested and passed each tests during the manufacturing process. The epic valve will be returned after the explant.